Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error and replace battery alert. The power management tool confirmed power error 25 and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Insulin pump received with scratched display window cover, minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was 164 mg/dl at the time of the incident. The customer reported the error reoccurring within four hours of troubleshooting the previous occurrence. The insulin pump will be returned for analysis.